Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying an abbott device with an incidence of antitachycardia therapy suspension due to magnet reversion. There was also some electromagnetic interference (emi) noted as well but the sources could not be directly identified. There was no adverse patient consequences as a result of the incident.